Event description:
It was reported that the impedance on the right ventricular (rv) lead had been steadily increasing since implant four months prior. Thresholds and sensing are stable. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).